Event description:
It was reported that the monitor on the 9800 system goes blank when the c-arm is moved from ap to lateral. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and power cord were replaced during the service call. The system was tested and found to be working as intended and put back into service.